Event description:
It was reported that there was no out put on the device. The electrocardiogram showed no pacing signal. The physician suggested a replacement, but the device is currently still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis indicated that the device had normal depletion and met expected longevity.

Event description:
It was reported that there was no output on the device. The electrocardiogram showed no pacing signal. The physician suggested a replacement, but the device is currently still in use. No patient complications have been reported as a result of this event. It was additionally reported that the device was explanted and replaced.